Event description:
The customer contact reported the device delivered less than expected. The device was returned from cardiac surgery intensive care unit to the biomedical engineering department with an unsigned note that stated, "serv code 0400?" No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, after an unspecified repair of the device, it was reported that the device delivered less than expected. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.